Event description:
It was reported that the right atrial (ra) lead dislodged. A lead revision was performed. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD)  (B)(6) 2013; 6935 implantable tachy lead (B)(6) 2013. (B)(4).